Event description:
It was reported that the patient developed a pocket infection. Both of the leads and the pacemaker were explanted. A new system was later implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis indicated no anomalies found. (B)(4) the full lead was returned and analysis indicated there were no anomalies found. There was blood in/on the helix/lobe mechanism. (B)(4) the full lead was returned and analysis indicated there were no anomalies found. It was noted that the proximal conductor had blood/body fluid (not obstructed) along with outer insulation breached cut and a white substance. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism as well as a damaged guidetooth. It was visually noted there was apparent explant damage.